Event description:
A ventilator was returned to the third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a ventilator inoperative condition occurred. The device's blower assembly was replaced to address the issue.

Manufacturer narrative:
H3 other text : third party service center.